Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to supra ventricular tachycardia (svt). Reprogramming was performed to help the ICD discriminate between svt and ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.